Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Pump error 63 (variableinfo = 03) alarmed during self test and was confirmed in the formatted history file due to broken trace on u1 keypad assembly. No pump error 15 alarm in the formatted history noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error. Customer reports the pump error did not occur during the rewind. Self test was passed customer's blood glucose value was 17.3 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.